Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during a ventilator log evaluation, instances of no ventilation due to loss of gas supply was noted. There was no patient harm. (B)(4).

Manufacturer narrative:
Our fse was on site and performed all the functional tests. The ventilator passed all the tests including o2 sensor cell test. The fse informed us that it is found out that the reported issue was the consequence of hospital o2/gas supply problem. The ventilator had no malfunction at the time of the event and worked within specifications. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).